Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).the pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2013. Multiple manual power ups mainly under one minutes duration were observed in the device memory between the (B)(6) 2013 and the last log entry on the (B)(6) 2016. An increase in voltage would suggest a further pad-pak was installed. Investigation found the reported fault can be attributed to component failure. This resulted in the device failing to power off after a manual power cycle or the weekly self-test and would account for the one minute time outs and many containing nonsensical durations. The user may have been intervening to turn the device off after power on by initially pressing the on/off button and then by pulling the pad-pak to power off the device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.